Manufacturer narrative:
The reported events of high-pacing lead impedance, loss of capture, and noise were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for the implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited high pacing impedance, loss of capture, and noise. The lv lead was not used and replaced during the procedure. The patient was stable throughout.